Event description:
It was reported to philips that the device's battery does not hold enough charge. The customer requested just a replacement battery with no engineer evaluation. There was no patient involvement.